Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two proglide devices after a percutaneous transluminal angioplasty interventional procedure with a 7f sheath. Reportedly, the physician formed the loop and pulled back, but the thread pulled away from the device [malposition of suture]. This occurred with both proglide devices. A hematoma was noted after using the second device. Manual compression was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.